Event description:
The suspect device was used to check the customer's blood glucose. A result of 275 mg/dl was obtained. They were given 5 units of insulin and went into shock. They were then given a tube of glucose. No controls were used on the system. The device was replaced and requested to be returned for evaluation.